Manufacturer narrative:
Philips received a complaint on weespecs, preemie less than 28cm, 50/cs indicating the phototherapy goggles fell apart, leaving black particles on the face and body. This occurred on a 2-day-old infant undergoing phototherapy sessions due to unconjugated hyperbilirubinemia. There was no report of actual harm associated with this complaint. The complaint was escalated for product analysis to a philips product support engineer (pse) in cambridge, ma for further evaluation. The results indicate there is no new information after examining the part ¿ the foam is clearly deteriorated from age. There was no way for the pse to determine the date of manufacture from the lot code since this product has been obsolete since 2021. Based on the results of the product analysis, the pse was unable to further investigate the product since it has deteriorated due to age and being obsolete. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported the phototherapy goggles fell apart, leaving black particles on the face and body. This occurred on a 2-day-old infant undergoing phototherapy sessions due to unconjugated hyperbilirubinemia. There was no report of actual harm associated with this complaint.